Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodged or dislocated was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported dislodged or dislocated stent could not be determined. It may be possible that the stent was inadvertently grasped with the protective sheath during removal causing the stent to move on the balloon. However, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reporting that after rinsing the 8.0x19mm omnilink elite stent delivery system the stent was noted to be half off the balloon. Another same size omnilink elite was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.